Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported while using bd intima-ii closed IV catheter system the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: equipment use time: (B)(6) 2023 14:00:00. Purpose of use: peripheral rehydration. Usage basis: follow the doctor's advice to pull out the deep vein and give peripheral rehydration. Usage: not available. Adverse event status: the junction between the indwelling needle and the heparin cap was split. Impact on victims: none. Take measures to treat time: (B)(6) 2023 14:02:00. Take treatment measures: replace the indwelling needle with a new one. Adverse event improvement time: (B)(6) 2023 14:05:00. Combined use of devices: